Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead was tested normal in cath lab. When it was connected to competitor's device, noise was noted and reproducible on high voltage (hv) circuit of the lead. High impedance was also noted. Competitor's device was removed and replaced. No test results were sent back on whether it had any issues. The lead was still in use with new device. No patient complications have been reported as a result of this event.